Event description:
The hospital reported that during an endoscopic vein harvesting procedure, during tissue dissection, the tip of the dissection cone fell off into the patient. It was visualized and removed thru the same incision. An accessory kit was opened and another tip was used to complete the case without incident or harm to the patient. The product was not returned.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was performed for the reported lot and it was found that there were no non-conformities which could have contributed to the reported failure mode. (B)(4).